Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. The catheter presented a coating issue on the tip of the catheter and twisted petals. No patient complications were reported. It is unknown if the device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to initial MDR in block h6 device codes.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. The catheter presented a coating issue on the tip of the catheter and twisted petals. No patient complications were reported. It is unknown if the device is going to be returned for laboratory analysis.